Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-10321-00 for details pertinent to this event.

Manufacturer narrative:
B3: june 2025 is the reported month/year of the event, but the exact day was not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle is hard to remove when the safety function is activated, so customer used other products. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.